Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was a discrepancy between the programmers print out and percentage pacing and the patient management database application report. The customer was advised it was a known issue. Further investigation is being conducted to resolve the issue. No patient complications have been reported as a result of this event.